Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer resolved the occlusion by changing the pump supplies. The customer's blood glucose (bg) level was 400 mg/dl with moderate ketone levels. An insulin injection was administered to address the bg level and water was consumed to address the ketones.